Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving fentanyl 25 mcg fentanyl 75 mcg via an implantable pump. The healthcare provider (hcp) reported that the pump continued to turn in pocket, making managing physician unable to refill pump. It was noted that the pump went dry in 2023 (B)(6). It was opted to replace pump. Once the hcp made incision, the catheter was extremely calcified to where he also wanted to replace the catheter in the chance it would fracture. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history was diabetes. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8598, serial#: (B)(6), implanted: 2004 (B)(6), explanted: 2016 (B)(6), product type: catheter. Pro duct ID: 8731, serial#: (B)(6); implanted: 2004 (B)(6), explanted: 2024 (B)(6), product type: catheter. Product ID: 8596sc, serial#: (B)(6), implanted: 2016 (B)(6), explanted: 2024 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 22-jul-2005, UDI#: (B)(4). Ubd: 28-oct-2006, UDI#: (B)(4). Ubd: 14-jul-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that it was their understanding that the pump was intentionally allowed to go dry due to not being able to fill it because of it being flipped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative stated that the drug information was fentanyl 173 mcg/hr 500 mcg/hr, baclofen 276.99 mcg/hr 800 mcg/ml, bupivacaine 4.501 mg/hr 13 mg/ml.

Manufacturer narrative:
Continuation of d10: product ID 8598 serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2016 product type catheter. Product ID 8731 serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2024 product type catheter. Product ID 8596sc serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) indicated that the cause of pump continued turn in pocket was believed to be due to the weight of the patient and the cause for the calcification of the catheter was unknown. It was reported that "all is to be going well for the patient".

Manufacturer narrative:
H6. Annex e/ime code e2402 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned pump device passed all testing in the laboratory and no anomalies were identified. Analysis of the 8596sc and 8731 found the catheter body was deformed in shape, however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.